Event description:
Customer's nurse reported via phone, the customer was hospitalized due to diabetic ketoacidosis. Customer's doctor wanted the insulin pump to undergo testing to ensure it is functioning correctly. Customer's blood glucose was 349 mg/dl. Troubleshooting was performed. The nurse stated the drive support cap was normal. No damage was noted on the device. High pressure test was performed the device failed the first test. Nurse was advised to clamp tubing closer to the reservoir and the device passed. Nurse mentioned the device was set using exchanges and mmol/l and customer is supposed to be using grams. Nurse requested the device to be suspended. Nurse was advised to verify if the settings were correct with customer's doctor. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.